Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when using the extracorporeal circulation during an open procedure for myxoma at the left atrium, the suture was broken three times during a suture in the vena cava. Another sutures was used to complete the case.